Event description:
The customer reported that the beam exceeds visible image in both directions by 6.2% of 22.5 inch sid at mag 1 and by 4.9% at mag 2. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The ge service rep performed a collimator calibration using the beam alignment tool per ge oec procedure. No film taken. The system functioned as intended.